Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye, due to visual disturbance. The patient had difficulty with his immediate visual range, and the patient was miserable. It was noted that the wrong diopter lens was implanted. Lens was replaced with a model zkb00, 16.0 diopter. Replacement was a .5 larger diopter. The patient was doing very well post op. Per the physician's office contact the explanted lens will not be returned. Half of the lens is in the patient's chart and the other half is at the surgery center.